Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the there is no power on the machine. The field service engineer swapped the full height controller board and retractor bands to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the machine has no power. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.